Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The de novo lesion was located in the heavily calcified and mildly tortuous mid right coronary artery (rca). Upon attempting to predilate the lesion, the 2.50 mm x 15 mm apex monorail balloon catheter was advanced and inflated. The balloon ruptured at 4 atms to 6 atms, on the first inflation. The balloon catheter was removed from the pt without incident. No pt injuries or complications were reported. The procedure was successfully completed with a different device. The pt's status was reported as "good."

Manufacturer narrative:
Over 18 years old. The complainant indicated that the balloon catheter will not be returned for eval; therefore, a failure analysis of the balloon catheter could not be completed. A review of the mfg records for this batch shows that the device met its material, assembly, and product specs. The most probable root cause was attributed to operational context due to the anatomical and/or procedural factors encountered during the procedure. (B)(4).